Manufacturer narrative:
Complaint (B)(4). Customer did not provide the date of the event. Samples were requested and when the investigation is completed, we will submit a supplement report.

Event description:
Customer state tubes are underfilling. The customer states that all their collectors have much experience and are trained on all the points as mentioned by gbo. When short samples are received, there is always a discussion on collection technique with the collector. The sodium citrate tubes are the only tubes they have issues with. Since they have a number of collectors, both inhouse staff and staff from outside facilities, they feel this is a product issue, not a collection technique issue.

Manufacturer narrative:
Received 454334 one rack each: b200834h and b20073ew for evaluation. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated.